Event description:
It was reported by a healthcare professional that they request a call back to discuss possible allergic reaction. No additional event information was reported.

Manufacturer narrative:
Additional information has been requested from the initial reported but, to date, no response has been received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).